Manufacturer narrative:
The unit was received a blank display due to a corroded battery tube. The following physical damage was noted: minor scratches on the lcd window, cracked lcd window, cracked casing at the display window corners, broken battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a crack on the battery compartment. No further details were provided. The insulin pump was returned and replaced.